Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/22/2014 with the following findings: visual inspection revealed that the keypad was free of damage. Evaluation revealed that all of the keypad buttons were properly responsive; the reported event was not duplicated. The keypad cover was removed, and no keypad related defects were observed. Unrelated to the reported event, the audio bolus button was intact but unresponsive. The audio bolus button cover was removed, and it was observed that the slug was missing. Also, corrosion was observed on the audio bolus button contact. The pump case was removed, and corrosion was observed on the audio bolus button connector.

Manufacturer narrative:
Additional information: the pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. (B)(6).